Event description:
Clinical report states a lnier and head exchange for wear and osteolysis 11.6 years afer primary tha.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a lot specific complaint database search was not possible as the lot code required was not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.